Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient had not been able to use her device because of discomfort, as the stimulation with the concerned device had provoked strong pain to the ear and mastoid region. The bilaterally implanted patient decided not to get re-implanted on the concerned ear, as the contralateral device is perfectly functional. The patient was explanted the cochlear implant on (B)(6) 2014.